Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 703 analytical unit. The initial result was 0.119 g/dl. The repeated result was 7.81 g/dl. The repeated result matched the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The alarm trace showed several "abnormal aspiration alarms". A hardware performance check showed that rotor a was out of specification. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the root cause was consistent with a hardware issue causing the triglycerides for rotor a to be out of specification. The investigation did not identify a specific cause of the event.